Event description:
Customer reports, a uvc line was inserted on 12/7/97. On 12/11/1997, while removing the uvc line, suture tie cut through the catheter. A piece of the catheter was retained (in vein). Per x-ray, the place moved up. The infant was transferred to another hospital for removal of retained catheter piece 12/12/97. The infant was transferred back to the hospital.